Manufacturer narrative:
The customer's report was observed and attributed to a system interconnection cable that was not properly seated to a connector. It is not known how the cable became mis-aligned. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device device's display was distorted and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.